Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 wires in jaw became separated during procedure, wires in jaws came loose. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for lots 25129810,25129997, 25130105 the last 3 lots shipped to the account prior to the event date. There was no nonconformance which could be considered related to the reported event recorded in the lot history. The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. The heater wire was flexed away from the hot jaw and detached at the tip. The wire remained in place at the base of the jaws. Tissue and char buildup was observed on the jaws. No other visual defects were observed. Based on the returned condition of the device, the complaint was confirmed for the reported failure "bent wire". Specific actions for the confirmed failure mode are being maintained and documented under maquet¿s failure investigation report (fir).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 wires in jaw became separated during procedure, wires in jaws came loose. A replacement device was used to complete the procedure. The hospital did not report any patient effects.